Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch due to low impedance were noted on the epicardial lead. Noise was also noted and a possible lead fracture was suspected. The safety margin was decreased and the lead remains in use. No patient complications have been reported as a result of this event.